Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain the missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to lens dislocated. The iol was replaced with a monofocal lens. Through follow-up, it was learned that when the iol was observed decentered in the right eye, a far nasal posterior capsular (pc) rent was noted and was not detected at the time of the initial surgery. A non-johnson & johnson lens was successfully implanted as a replacement. A vitrectomy and sutures were required. The patient was doing well post-operatively. The original iol was discarded.